Event description:
It was reported that the nurse either was flushing or drawing blood from the valve and the cap broke. No patient harm occurred. The swabbing practice was reviewed with the pediatric intensive care unit nurse manager. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4) (B) (4). Patient information requested. (Date of event): (B) (6).